Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the catheters fail to last one month and accumulation of residue results in blockage and possible infection. Additional information from the customer stated the catheters are plugging approximately 2 weeks after insertion. When the catheters are removed they cannot see inside the catheter therefore it is unknown if sediment is building up; this is speculation only. Also, when the catheter blocks it is impossible to flush them requiring more frequent changes.